Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge error messages with multiple cartridges during the load process. Customer had elevated blood glucose levels (280 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.